Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok access device, the device experienced blood splatter /leakage or other sample leakage from the device other than from the non-patient end needle/sleeve. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer when attaching the vacutainer for blood draw, a large amount of blood spurted from the device.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and 12 retention samples were evaluated by functional leakage testing, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd luer-lok access device, the device experienced blood splatter /leakage or other sample leakage from the device other than from the non-patient end needle/sleeve. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer when attaching the vacutainer for blood draw, a large amount of blood spurted from the device.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd luer-lok access device, the device experienced blood splatter /leakage or other sample leakage from the device other than from the non-patient end needle/sleeve. Patient 1 of 3. The following information was provided by the initial reporter. The customer stated: it was reported by the customer when attaching the vacutainer for blood draw, a large amount of blood spurted from the device.

Event description:
It was reported when using the bd luer-lok access device, the device experienced blood splatter /leakage or other sample leakage from the device other than from the non-patient end needle/sleeve. Patient 1 of 3. The following information was provided by the initial reporter. The customer stated: it was reported by the customer when attaching the vacutainer for blood draw, a large amount of blood spurted from the device.